Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, loss of communication between the transmitter and the pump and rf icon had x mark. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed. The confirmed transmitter serial number was programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. The customer will continue to use the device, no product return is required for mmt-7040a. The customer will continue to use the device, no product return is required for mmt-1884. The customer will discontinue to use the device, mmt-7841zn was requested and the device was returned.

Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.